Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Drive support disk was inspected and no anomaly was noted. No motor error alarms noted.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The drive support cap is protruded. The blood glucose reading is 303 mg/dl. Customer has treated with a manual injection. Insulin continues to drip after the motor stops. Customer pushes the drive support cap back in before connecting to insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.